Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated architect free t4 result on the architect i1000sr, serial number (B)(6). Through an extensive investigation, the fsr found the pinion gear kit i1000sr (rohs), syringe assy, and v-wheels, carousel, rohs needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated architect free t4 results for five patients. The following data was provided (customer¿s normal range is 0.89-1.76 ng/dl): sample ID (B)(6) initial result was >5, repeat result, under sample ID recheck, was 1.04 ng/dl. Sample ID (B)(6) initial result was >5, repeat, under sample ID (B)(6), was 0.98 ng/dl; result with a roche assay was 1.15 ng/dl. Sample ID (B)(6) initial result was 2.29, repeat, under sample ID (B)(6), was 0.83 ng/dl; result with a roche assay was 1.02 ng/dl. Sample ID (B)(6) initial result was 2.16 ng/dl; result with a roche assay was 1.08 ng/dl. Sample ID (B)(6) initial result was 1.82 ng/dl; result with a roche assay was 1.34 ng/dl. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect free t4 results for five patients. The following data was provided (customer¿s normal range is 0.89-1.76 ng/dl): sample ID (B)(6) initial result was >5, repeat result, under sample ID recheck, was 1.04 ng/dl sample ID (B)(6) initial result was >5, repeat, under sample ID 0715, was 0.98 ng/dl; result with a roche assay was 1.15 ng/dl sample ID (B)(6) initial result was 2.29, repeat, under sample ID (B)(6), was 0.83 ng/dl; result with a roche assay was 1.02 ng/dl sample ID (B)(6) initial result was 2.16 ng/dl; result with a roche assay was 1.08 ng/dl sample ID (B)(6) initial result was 1.82 ng/dl; result with a roche assay was 1.34 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(6).